Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, additional information was received from the patient. The patient reported circumstances that led to the frequent charging included that the patient was new to the device and needed to better understand it. To resolve the frequent recharging, they needed a better understanding of the settings and reading the battery data. They also have a routine for recharging. The issue resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had been charging her ins about every 3 days and stated that she was told by her rep that her ins battery was supposed to last 4-5 days between charges. Patient confirmed she charges her ins to 100% each charge session. Patient stated it has been this way since implanted. Patient stated her stimulation was at group 6.2 on group a and stated she has stimulation on. Pss reviewed therapy/ programming considerations. Patient stated she would f/u with hcp and rep to discuss programming. Patient stated she thinks the device was very sensitive due to this. No symptoms reported.